Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the unit energized and cauterized, and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was not cracked. The reported complaint was not confirmed.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the bipolar energy function was not working. The customer attempted to use backup energy cables, but the issue remained. The intuitive surgical, inc. (Isi) technical support engineer (tse) did not find any related errors in the logs. The surgeon proceeded with the case without using bipolar energy. The procedure was completed with no reported injury.